Event description:
It was reported by the aci vascular closure specialist that a pt underwent an interventional peripheral procedure in mid (B)(6) 2013. Access was obtained above the bifurcation via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during the prep of the device, the balloon would not hold pressure. The physician discarded the device and did not use the device on the pt. The pt was converted to 15 - 20 mins of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.